Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 4 april 2012 by the OEM distributor of a tens electrode that a user was reported to have sustained wounds requiring treatment after the use of the tens electrodes with another MFR's electrotherapy device and a hot pack. On (B)(6) 2012, the (B)(6) female received electrotherapy for pain from sacroilitis in her left hip/pelvis. The pt was positioned on her right side and tens electrodes were applied to her left buttock and posterior thigh with distances of approx 4 inches reported between electrodes. This was the fifth application using this set of electrodes; per the reporting facility, the electrodes were stored on the insert in the package between applications. The treatment settings were reported as quadpolar ifc e-stim, continuous cycle, intensity ranging between 55 and 70 volts based on pt tolerance, with a total treatment time of 15 minutes. The e-stim was used in combination with a hot pack applied over the electrodes. The pt was checked on once during the course of the treatment reporting no pain or complaints. After treatment, a round red spot with a small white center was noted under one of the four electrodes. The use of e-stim therapy was discontinued, with the last treatment being (B)(6) 2012, as a second spot was observed. The pt was last seen by physical therapy on (B)(6) 2012 when the pt requested discharge from physical therapy. On (B)(6) 2012, the pt¿s spouse contacted physical therapy for the first time since the pt¿s discharge and informed the physical therapist of ¿worsening¿ of the area, and provided photos. On an unk date, the pt was seen by her physician at which time three ¿lesions/wounds¿ were described as 0.4x 0.6, partial thickness, left posterior iliac; 0.5 x 0.5, ¿very superficial,¿ left distal thigh; 0.9x 0.6 x 1cm deep, heavy eschar, left lateral thigh. The wound was treated with debridement and a dressing.